Manufacturer narrative:
This report is filed on february 22, 2020 .

Manufacturer narrative:
This report is submitted on 25 november 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.